Event description:
It was reported that the bd alaris pump module smartsite infusion set had separated. The following information was provided by the initial reporter: IV tubing broke apart when rn was loading set into IV pump. No defects noted when line was primed with saline off the pump. As soon as nurse attempted to load the set into the IV pump the tubing separated just below the safety clamp and contents of tubing immediately started draining onto the floor (fortunately it was only saline). Lot boxes were pulled and set aside.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.